Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. A replacement cable was sent to resolve the issue. Customer¿s blood glucose level was not impacted.